Event description:
It was reported that during a da vinci s hysterectomy procedure, a piece of the monopolar curved scissors instrument broke off and fell inside of the pt. The piece was retrieved and the planned surgical procedure was completed using a replacement instrument. No pt harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have one scissor blade broken off and taped to the housing. The blade is fractured at the cross section of the grip cable crimp exposing the cable crimp. The fractured plane of the blade is straight and the blade tips do not exhibit damage. No other damage was found.